Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Upon culture testing by olympus, the following bacteria were detected: sampling date: (B)(6) 2023. - sampling from: distal end/ forceps elevator bacterial identification: bacillus thuringiensis, cfu: unknown - sampling from: biopsy channel/suction channel bacterial identification: staphylococcus epidermidis, cfu: unknown. Additionally, the investigation noted that the inside channel showed scratches and kinks. While the observed scratches could be a reason for the recovered bacteria, it is more probable that the observed kinks may have had an impact on reprocessing, potentially providing a space for bacteria to accumulate. The classification of the original bacteria detected were all located in similar regions at the base of the throat where the nasopharynx region meets. Since the bacteria found are all classic colonizers of this region, it is possible that new recent "kinking" in the scope introduced a region where bacteria could reside and bacteria species picked up at the same time. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". In addition, the following non-reportable malfunctions were found during the device evaluation: multiple dents on the distal end cover, deterioration of the glue around the lenses, glue around the bending section cover deterioration. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition, further communication with the customer requested for independent laboratory testing of the device. To date, confirmation from the customer for the independent laboratory testing and independent laboratory testing schedule has not yet been finalized. An olympus endoscopy support specialist (ess) visited the site on august 8, 2023 for a reprocessing in-service to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training. The ess reviewed all models used at the facility during the in-service and discussed beside leak testing, manual cleaning, and storage information contained in the reprocessing manual. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for (B)(4) colony forming units (cfu) in the instrument channel and elevator recess. The device tested positive for (B)(4) cfu of neisseria sicca, (B)(4) cfu of rothia aeria, (B)(4) cfu of rothia mucilaginosa, (B)(4) cfu of staphylococcus hominis, and (B)(4) cfu of streptococcus parasanguinis. The issue was found during a routine culture of the scope related to a therapeutic procedure. The device was not used on a patient with a known infection of the same microorganism. The device was in quarantine for four weeks due to the low concern/high colony count. The scope was reprocessed on (B)(6), 2024. The scope did not fail adenosine triphosphate test testing. The scope was not ethylene oxide testing sterilized. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.